Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while delivering a bolus. Reportedly, the customer reported receiving an incomplete bolus alert and was unable to complete the request due to the altitude alarm. The customer's blood glucose level was 240 mg/dl. The customer reported was able to remove, reload the cartridge, and resume insulin delivery.

Manufacturer narrative:
The customer successfully delivered a bolus after completing the altitude alarm troubleshooting at the time of the initial report.